Event description:
According to the information received, the patient experienced shortness of breath and chest pain and echo showed an increasing gradient across the aortic valve that reached 100 mmhg. During explant, the valve was "extremely" imbedded and a ventricular septal defect was "inadvertently" created. A 20mm ats ap mechanical valve was implanted in the supra-annular position and a CABG was also performed. Echo showed a peak gradient of 8 mmhg and a mean gradient of 4 mmhg.